Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a distal circumferential fracture. A distal circumferential fracture has the potential for forward firing; therefore, the reported clinical observation is confirmed. It is probable that debris adhesion identified on the surface of the metal cap contributed to elevated temperatures near the laser beam output window leading to the fiber damage. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the reported event and identified distal circumferential fracture.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber stopped working and was overheating after 46,289 joules of use. The system went into standby and a message was received stating the fiber tip needed to be cleaned. The fiber tip was cleaned once in order to remove the tissue that had accumulated. The flow valve was opened and fluid was observed to be exiting the metal cap window. However, pressurized saline was not used. The fiber was replaced and the procedure was completed using the second fiber. There were no patient complications. The fiber was returned and analysis identified a distal circumferential fracture. The potential for forward firing exists.